Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the numbers on the screen of the insulin pump were scrolling on their own. It was stated that the customer was outside sweating. Blood glucose value was 358 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent up and down arrow button response due to moisture damage to the keypad traces. No display anomaly was noted. The insulin pump had minor scratches on the display window, cracked display window, cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.